Event description:
Trap of port comes open (pops off) at rest. Poorly designed product, becomes unattached during tube feeding, causing stomach contents to burn skin. Rptr writes to MFR, "my infant daughter, who is a failure to thrive baby, was required to use a bard gastronomy tube which was placed on 10/98. The cap on the bard y-port spontaneously pops open at rest, causing her to lose her medicine, and stomach contents in mins. Not only does my daughter lose the value of her nutrition, but she has also suffered burns of varying degrees. In 1/99 she was burned by stomach acid on her legs and stomach directly caused by the poor design and quality of this bard product. This port also comes unattached during a feeding from the feeding bag, (not a solid connection) causing stomach contents to pour out of the g-tube, as formula continues to be pumped all over the room. The pediatric gi surgeons witnessed this in late october as I wrestled with your product. After several unanswered pages by 2 different gi nurses, a 911 page was put in to the sales rep. In early 11/98 I was asked to come down to and consult with the bard rep, who brought with him the regulations coordinator and an engineer. At that meeting the nurse detailed extensively the product design problems that she was seeing with a number of pts. I explained exactly what happened and showed them competitors products which were better, but didn't always work with the kangaroo enteral feeding pump. Different pumps and feeding bags were tried to try and find a better combination, to no avail. Frankly, any pool toy in my garage has a better cap than this product. I was told at the above mentioned meeting that they would have to "take this back to the drawing board and redesign this port". In the meantime, I have to live with a product that is grossly incompetent, and is causing my baby to be burned with stomach acid. Since that meeting in november I have heard nothing from bard. Your silence is deafening. Numerous attempts have been made at communication; I have e-mailed the sales rep twice, called bard headquaters three times, and all my attempts to register a complaint or adverse reaction report have gone unanswered, hence this letter. Many g-tube pts world wide are wrestling with this product, adult as well as pediatric. I have been given much advice on just how to jimmy-rig this set up so it will work better for us, by surgeons, nurses, other g-tube parents and pts. Frankly, I find the spit and scotch tape method unconscionable when it comes to babies receivng their nutrition. You must do better. I need something better now! Please consider this letter to be a formal complaint which should be forwarded to your risk mgr, product design engineer and legal dept. Your problems do not stop with your failure to design a product that functions in the manner and for the purpose for which it was intended, your problems continue with every day that you ignore my requests for help when you have already been advised of the problem and consequences, vis a vis the sales rep and engineer with whom I met in november. Your probems will continue with each day that you do not respond and do not show one whit of concern for the end users of your product. Thus far, I have not consulted with a lawyer. Frankly, however, if a lawyer is what it takes to get a response from you, so be it. That will be bard's choice. Please respond to this letter within ten business days with a plan of action for my specific case as well as what is being done to fix the product design. Do not bother sending me a 'your complaint has been forwarded to the appropriate dept' letter or some such inane answer. I need some action now. My daughter and our family have waited far too long as it is."